Event description:
Patient's left leg was numb/weak, like an epidural effect after placement of catheters after spine surgery.

Manufacturer narrative:
Evaluation summary: no sample was available for evaluation and investigation. The information contained herein is based on the information provided by the initial reporter. It was reported that a patient experienced symptoms like an epidural effect during the use of an on-q pump. The pump was removed and the symptoms resolved within minutes. No pump malfunction reported. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.